Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance when filling a cartridge. There was no impact to the user's blood glucose level. Reportedly, the user does not have additional supplies as they are out of town and would change the supplies when they return home.